Event description:
The customer received high out of range control results of 346mg/dl and 260mg/dl on the contour meter. The meter did not automatically mark them as a control tests, which will be displayed as blood results when accessing the meter's memory. No adverse event was alleged. The customer was satisfied with the troubleshooting during the call. Product will not be returned for evaluation.